Event description:
It was reported that a spectrum iq pump top second from left, top right, and second row right buttons were malfunctioning. This occurred in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, keypad malfunctioning top second from left, top right, and second row right buttons are malfunctioning was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be softkey's and start/stop buttons requires higher than normal force for the key to acknowledge/perform the command. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.